Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
After further review, it was reported that there was a lead insulation breach.

Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high and variable thresholds, low impedance with an increased number of "dipped" measurements, as well as oversensing/noise on ventricular electrograms. The physician made plans to replace the lead during a scheduled device changeout. No patient complications have been reported as a result of this event.